Event description:
A pt reported experiencing inaccurate erratic results with a fasttake meter. The pt's blood glucose readings were 221 mg/dl and 38 mg/dl. Tests were done less than 10 mins apart. Pt did not experience any adverse events. No further info has been reported.